Manufacturer narrative:
The device was returned intact and functional with moderate yellowing; the device weighed 2.3g over specification.

Event description:
Suspected bilateral symptomatic rupture right side.

Manufacturer narrative:
Sientra complaint (B)(4). Additional information: h6 sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5, b6.

Event description:
Suspected bilateral symptomatic rupture, bilateral capsular contracture, baker grade 2, folding, and double capsule, left-side.